Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on 05/08/2016 to report a permanent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found.. The complaint could not be confirmed because the transmitter has no voltage the reported event of unrecoverable loss of antenna passed threshold could not be confirmed. A root cause could not be determined.